Manufacturer narrative:
Qn#(B)(4). The customer returned one drainage catheter for analysis. Signs-of-use in the form of biological material was lodged inside the catheter body. Visual analysis of the catheter revealed that the rotating hub (suture wings) on the catheter body was missing and was not returned with the assembly. Microscopic examination of the catheter hub revealed evidence of force around the lip that secures the rotating hub to the catheter hub. Visual analysis could not be performed on the rotating hub as it was not returned for analysis. Engineering was contacted as part of this complaint investigation. They indicated that the rotating hub is meant to fit and rotate freely around the catheter hub to account for any patient movement. Based on the observed damage on the catheter lip, they concluded that this defect was likely caused by an undue force applied to the rotating hub during use; however, it cannot be confirmed without the rotating hub to evaluate. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "secure catheter and dress puncture site as required. Precaution: do not suture directly to outside diameter of catheter tubing". The IFU also states, "catheter must be properly secured to minimize the risk of dislodging. Use centimeter markings to identify if catheter position has changed". The customer report of the rotating hub separating from the catheter body was confirmed through complaint investigation. Visual analysis revealed that the rotating hub (suture wings) had separated from the assembly and was not returned for evaluation. Microscopic examination revealed that the catheter body showed evidence of force around the area where the suture wings fit on the assembly. A device history record review was performed with no relevant findings. According to engineering, this damage would be consistent with undue force; however, as the suture wings were not returned for analysis, proper dimensional and functional testing could not be performed to verify this claim. Without the rotating hub returned for evaluation, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the flange that sits over the tube and is stitched into the patient is too large for the pipe. If the patient moves, the flange remains but the pipe falls out.

Manufacturer narrative:
Qn#(B)(4). The customer did not return the sample; however, they did provide one photo for evaluation. The photo displayed a drainage catheter. No obvious defects could be detected in the photo. A full visual inspection of the actual device could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided in the kit precautions the user, "do not suture directly to outside diameter of catheter tubing." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the flange that sits over the tube and is stitched into the patient is too large for the pipe. If the patient moves, the flange remains but the pipe falls out.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the flange that sits over the tube and is stitched into the patient is too large for the pipe. If the patient moves, the flange remains but the pipe falls out.